Event description:
The pump was returned for investigation. Investigation revealed a display failure, a battery compartment leak, and moisture ingress. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. Evidence of moisture ingress was also found on the underside of the battery cap. The pump case was removed and additional evidence of moisture ingress was found throughout the pump interior. (B)(6).